Manufacturer narrative:
Device analysis did not confirm the complaint. The ipg passed all electrical, performance, visual inspection and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg would not hold a charge. An ipg database analysis confirmed the ipg was working properly, however, the patient will undergo an ipg revision.

Event description:
A report was received that the patient's ipg would not hold a charge. An ipg database analysis confirmed the ipg was working properly, however, the patient will undergo an ipg revision.